Event description:
The following has been reported: customer reported: tubing complaint. (B)(6) hospital (B)(6). ICU (B)(6) ((B)(6) 2026). Patient response: temporary hemodynamic instability resolved with nurse intervention. Onsite fk nurse call received to respond to ICU patient room when blood was noted to be backing up the IV line (into the filtered extension) connected to critical infusions on ivenix sets. The patient suddenly became hemodynamically unstable, secondary to critical infusions attached to the filtered line not reaching the patient. Upon arrival and visual inspection of the line, blood was seen retrograding up the line (just before reaching filter). Nurse was advised to add a back check valve to prevent ongoing backflow into the line to prevent worsening condition. After additional intervention the patient stabilized and no further instances of blood backing up was noted thereafter. Line set up from patient end: triple lumen jugular, baxter filter extension set (2c6671), trifuse extension, ivenix 3 port administration set connected to each of the trifuse pigtails. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: backflow into primary or secondary an active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.